Event description:
Clinical study same case as 6000089-2006-01746, 6000089-2006-1747 it was reported that 2 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent treatment procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi), and required a target vessel reintervention (tvr). The lesion being treated in the index prcedure was a 2.75mm, 99% stenosed, 42,mm long portion of the left anterior descending (lad) artery. The physician treated the lesion with predilatation and successful placement of 3 taxus liberte' (2.75x32mm, & 2 2.75x8mm) drug eluting stents in the target lesion with an unknown overlap. There were no reported complications. The patient was discharged the next day on plavix and aspirin. The day after discharge, the patient experienced s st, and q-wave mi. The physician treated the patient with a pci and a tvr by placing a guidant vision in the target lesion with resolution of the patient's symptoms. In the opinion of the physician the relationship of the st, mi and tvr to the taxus liberte' stent is definitely related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.